Event description:
The balloon exploded when being inflated. Dr. Reports that the ureter was perforated by the explosion of the balloon. The pt was stented, and may require further action. The dr. Told me that the balloon ruptured before it was fully inflated, so I assume it didn't reach a full 20atm. He also mentioned that it was taking an unusual shape while inflating. Ureter was perforated and the pt was stented.

Manufacturer narrative:
The balloon catheter was received, noting the inflation device to be attached. In viewing the balloon portion of the catheter, it was noted to be split open with the edges of the split being rolled inward, indicating the balloon was over-inflated. The physician has indicated the ureter was perforated, and had followed up with placement of a ureteral stent. At the time of stent placement, the physician stated the pt may require further action. Contact with the physician has been made to find out if there has been further action taken with the pt with no response. As info becomes available it will be forwarded.